Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's father that the customer had a compromised force sensor system alarm during pump rewinding. Caller confirmed that the customer has a back-up plan per health care professional's instruction. Customer's father reported that the customer's blood glucose was good and under control. The pump was not dropped or bumped. The pump was also worn in a case and a replacement will be needed. Customer's father reported that the drive support cap was loose and he pushed it. Caller stated that the pump is now working. Caller was advised to not have the customer use the pump. It was confirmed that the pump will be replaced.